Manufacturer narrative:
The reported event of ¿the pin of the proximal lead connector detached¿ was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe (polytetrafluoroethylene) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly. Abbott is continuing to monitor this issue

Event description:
During an initial implant procedure, the connector pin of the left ventricular (lv) lead detached while positioning. A new lv lead was used to resolve the event. The patient was stable.